Event description:
It was reported that the device's capacitor needs replacement. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and found that the capacitor is needed replacement.. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was given part number and pricing for a replacement capacitor. The device remains at the customer site and no further evaluation is warranted at this time.